Event description:
The pt had been experiencing an intermittent clicking sound in their total hip replacement as noted during regular check up visits, and generally present after periods of excercise. X-rays showed no problems, and the surgeon believed that it may be due to slight disengagement of the femoral head. The pt is very active, going to the gym, yoga, and taking long strides when walking. The surgeon advised pt to stop the yoga, and to tighten the muscles, not loosen them. In 10/2004 pt came in for another check up after having visited a chiropractor, and experiencing a clicking sound with greater strength, like a crunching sound. X-rays revealed the ceramic pe liner had fractured. A revision surgery was performed shortly thereafter.